Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection performed and found scratched lcd lens and worn dso seal. Functional test performed and during charging error code 44510 kept popping up with no actions being performed. Customer reported complaint duplicated. Most probable root cause is a faulty pwa board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed. Zero", but the bag was still half full. It is unknown if there was patient involvement, no adverse patient effects were reported.